Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (not powering on properly) has been confirmed. Upon investigation the monitor would not power on. The cause for the failure was isolated to corrupted flash programming. The root cause for the programming corruption could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor was not powering on properly.